Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced unstable angina and in-stent restenosis occurred. The patient presented due to chest pain. The 80% stenosed and 11mm long de novo target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.25mm. The target lesion was treated with direct stenting placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis and timi iii flow. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient presented with unstable angina. Coronary angiography revealed 70% mid edge in-stent restenosis of the previously deployed stent in the mid lad and 70% stenosis in the proximal lad. The in-stent restenosis of the previously deployed 3.0x16mm taxus liberte stent was treated with placement of a 3.0x38mm taxus liberte stent, resulting in 0% residual stenosis and timi iii flow. The stenosis in the proximal lad was treated with placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis and timi iii flow. The event was considered resolved without residual effects and the patient was discharged the following day.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).